Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/15/2010, 06/17/2010, 06/24/2010 and 07/01/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. (B)(4).

Event description:
Adverse event(s): "cloudy vision" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has been experiencing cloudy vision. The consumer reported the left eye "had a cloud from the beginning". The past several months, the right eye vision has become more cloudy. The surgeon was unwilling to complete the questionnaire. There are two medical device reports associated with this event. This report is for the first eye.